Manufacturer narrative:
Reliability analysis inspected 3 opened/used enlite sensors and performed bicarbonate buffer test and all 3 sensors passed per specifications with accurate readings.

Event description:
The customer reported via phone call that the sensor was reading very low. He received a low predict alert, tried to calibrate and then received a threshold suspend alarm. Blood glucose was 291 mg/dl; the sensor was showing low readings but his blood glucose actually climbed to 337 mg/dl. Sensor age was 3 days and 18 hrs. Customer treated with the insulin pump. Last blood glucose level was 161 mg/dl. The customer received a calibration error and sensor error alert. The product was replaced and returned for analysis.